Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware via social media on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a continuous glucose monitoring (cgm) inaccuracy compared to the blood glucose (bg) meter. Patient did not provide cgm or bg meter values but indicated that the device is off sometimes. Additional event or patient information is not available. No data was provided evaluation. Confirmation of the reported event of inaccurate cgm values could not be confirmed. A root cause could not be determined.